Event description:
The sister reported via phone call that the customer was hospitalized in february for an amputation from a sore that would not heal. The customer's blood glucose at the time hospitalization was unknown. The caller stated the insulin pump was removed from the customer during this event. The customer was not connected to the insulin pump after being hospitalized during this incident. The sister also reported the customer was hospitalized on (B)(6) 2015 for a hypoglycemic event. The caller stated the customer was found unconscious and was in a coma. The customer's blood glucose value during the time of incident was unknown. The customer not connected to the insulin pump at the time of incident. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.